Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook gunther tulip filter e3) occupation: non-healthcare professional g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2011". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Additional information: investigation ¿ investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anticoagulant therapy, dvt, pain, swelling, anxiety are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Rpn and lot# are unknown, but the filter tulip is manufactured and inspected according to a41935 (tulip mi) and a41936 (tulip qci). The following allegations have been investigated: tilt, vc and organ perf, anticoagulant therapy, dvt, pain, swelling, anxiety no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113.

Event description:
Patient allegedly received an implant on (B)(6) 2010 via the left common femoral vein due to deep vein thrombosis (dvt). Patient alleges tilt, vena cava perforation, organ perforation and long-term anticoagulant therapy. Patient further alleges to experience, post implant dvt, "I have experienced emotional and physical pain and suffering due to the ivc filter. On (B)(6) 2018, I had a CT scan abdomen with [redacted] and [the physician] found the tip of my filter is lodged against the wall of my inferior vena cava. [The physician] also found multifocal perforation of my inferior vena cava; three struts are perforating; one is penetrating the right aspect of my aorta and another is either perforating (or almost perforating) the third portion of my duodenum. Specifically, I have experienced the following: extreme swelling of legs and feet. Because of the swelling, walking is painful and standing is limited. I experienced anxiety before the filter was placed but it has now significantly worsened. I now have to get therapy for it. I continue to worry about all the possible complications that the remaining filter can cause". Per abdominal CT, dated (B)(6) 2018, "the ivc filter struts appear to be intact without evidence of fracture. There is multifocal perforation of the ivc filter struts, which penetrate beyond the inferior vena cava. The degree of perforation measures approximately 8 mm involving the left anterior strut, 3 mm involving the right anterior strut, and approximately 6 mm involving the left posterolateral strut. The left posterolateral strut appears to penetrate the right aspect of the aorta by approximately 5 mm. The left anterior strut appears to contact the third portion of the duodenum without definite evidence of duodenal perforation. There is no evidence of ivc stenosis".

Manufacturer narrative:
H6: patient code: thrombosis (2100), listed in IFU. Vessels, perforation of (2135), listed in IFU. Organ(s), perforation of (1987), not listed in IFU. Device code: appropriate term/code not available (3191) [device tilt], not listed in IFU. Appropriate term/code not available (3191) [device perforation], not listed in IFU. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). G1) name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113.